Event description:
Essure devices placed in 2007. After insertion, had pelvic pain and new- onset peripheral neuropathy in lower legs. Neuropathy worsened, affecting both legs into her mid-torso. Laparoscopic hysterectomy for essure removal in b)(6) 2019. Essure devices in the correct location in the fallopian tubes. Postoperatively, small improvement in neuropathy at 2 weeks. Pt was diagnosed with anxiety, small fiber neuropathy in foot (likely autoimmune) after essure coils were placed.